Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 130 units of insulin. Reportedly, the customer reverted to manual injections. Additionally, it was reported that the pump prompted customer to go through load fill tubing process more than once. Customer's blood glucose ranged from 103-127 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.